Manufacturer narrative:
Siemens healthineers completed a detailed investigation of the reported event. According the provided information, during an interventional procedure the x-ray release on plane a of a bi-plane system was prevented. Plane b was not affected and therefore the procedure could be finished or stopped in a controlled manner if needed. No health consequences were reported. To resolve the issue, the x-ray tube was exchanged as part of service activity. According to log file investigation, various error events for micro, small and large focus were detected. However, the detailed investigation of the exchange part did not reveal any hardware error. Therefore, the most likely root cause, according to experts, is a poor contact of the hv cable connection. Since the system has already been repaired on site and the fault has not recurred, unfortunately an exact root cause cannot be determined retrospectively. The occurrence rate of the aforementioned error pattern was checked. A possible error accumulation or even a systematic error, which leads to a corrective action of the installed base, could not be determined by the investigation. The incident described in the adverse event is not classified as a reportable event after a thorough investigation because neither serious injury, death, nor unexpected prolonged hospitalization of the patient or other person occurred or is to be expected, even if the incident recurs. The incident described was not classified as a reportable adverse event after a thorough investigation because neither serious injury, death, nor unexpected prolonged hospitalization of the patient or other person occurred or is to be expected, even if the incident recurs. The complaint remains classified as a product problem. The complaint has been closed.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported event. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed if additional information becomes available.

Event description:
Siemens became aware of a malfunction that occurred while operating the artis icono biplane system. During a patient procedure, x-ray release became unavailable. The user had to re-start the unit, which resulted in a delay of the procedure. We have no indications of any adverse effects on the health status of the involved patient.